Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient family member regarding an external neurostimulator (ens) for urge incontinence. The person that answered the phone stated that she is in the hospital at this time. Additional information received on 2019-apr-05 indicated that patient she thought her wires were disconnected. Patient later stated that she is incarcerated and she felt the lead on her back come lose so when the facility nurse checked the thing the lead inside of the patient came loose. Patient was advised to contact her clinician so they can reattach that lead. There were no further symptoms or complications reported or anticipate.